Manufacturer narrative:
A review of tickets did not identify an increase in complaints and no trends were identified related to the complaint issue for lot 02029m800. Return testing was not completed as returns were not available. Historical performance of lot 02029m800 was evaluated using world wide data from abbottlink. The patient data was analyzed and compared to an established control limit and indicated that the patient median result is within the established control limits. Therefore, no unusual reagent lot performance was identified. A review of the manufacturing documentation did not identify any issues associated with the customer's observation. A review of the product labeling concluded that the issue is sufficiently addressed. Based on our investigation no product deficiency was identified for the architect ca19-9, lot 02029m800.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. There was no further patient information provided by the customer. This report is being filed on an international product, list number 2k91-32 that has a similar product distributed in the us, list number 2k91-33.

Event description:
The customer reported falsely elevated architect ca19-9 results on one patient. The results provided were: (B)(6) 2019 = 3.2u/ml / (B)(6) 2019 = 50.15u/ml / retest = 9.10 / 5.76u/ml. There is no diagnosis information provided. There was no reported impact to patient management.